Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that port was flushed using access site farthest away from patient. The access site closest to the patient was leaking fluid while flushing only normal saline, no meds administered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed, as the problem could not be reproduced. One 20g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed use residue in the sample. The safety mechanism was observed to be engaged. Microscopic observation revealed bubbles and blood residue in the adhesive fillet between the needle and the housing. The infusion set revealed no leaks when pressurized and flushed with water. The reported issue could not be reproduced, as no leaks were found in the infusion set during testing. This complaint will be recorded for future trending and monitoring purposes.